Manufacturer narrative:
(B)(4). The lot number is unk; therefore, the manufacture date cannot be determined. The device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The prolieve user manual, page 20, section 8, pt counseling info: the doctor should advise the pt of the following: adverse events such as blood in the urine are common 3 to 5 days after the procedure. Pain and discomfort may last for up to 7 days after the procedure. Page 12, lists the anticipated adverse events, which includes bleeding, urinary urgency, bladder spasms, and urinary retention. (B)(4).

Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used on (B)(6) 2008, in a benign prostatic hyperplasia (bph) procedure. According to the complainant, the pt reported severe urethral pain during catheter insertion and mild urethral pain during the procedure. Additionally, mild urethral bleeding, moderate urinary urgency and mild bladder spasms were reported. These resolved naturally on the day of the procedure. Mild gross hematuria was reported after the procedure. Moderate urinary retention was treated with an indwelling urinary catheter. The procedure was completed successfully. The reported pt complications have all resolved with the exception of gross hematuria and urinary retention.